Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during isometric testing in the office the patient felt light headed. The atrial and right ventricular leads exhibited noise. It was noted that the atrial lead was fractured. An x-ray was taken but the results were unknown at this time. The leads remained implanted. The patient's condition before, during and post procedure was stable.